Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose (bg) measuring 600 mg/dl with no reported symptoms. It was not known if the patient received any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that patient¿s bg had been in the 600 mg/dl range for the last month. Reporter stated patient was stopping insulin pump therapy at this time. Reporter also alleged that the boluses were not calculating correctly in the pump but would not provide any further information and was not willing to troubleshooting with customer technical support. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with alleged inaccurate delivery.